Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment to the struts was evident to the 5th and 9th distal stent wraps. Deformation was evident to the distal tip, it was kinked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous lesion with 80% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously deployed stent. It is reported that the stent strut got lifted up. The procedure was completed using a rsint30034ux device. No patient injury is reported.